Event description:
The surgeon reported the system did not turn on. One patient was under anesthesia with 4 cases rescheduled. No patient injury was reported.

Manufacturer narrative:
The company service rep examined the system confirmed the complaint. The company service rep found system messages, vacuum check failed - slow rise time, and flow check failed - excessive vacuum rise, respectively. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional reports for this system. Root cause and investigation conclusion: there were no samples returned for evaluation, therefore, steps could not be taken to replicate or confirm the reported event. For this reason, the root cause is unknown at this time. This report was mailed to FDA on: 01/30/2009.